Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was reprogrammed on (B)(6) 2009. The patient was able to get programming, so the device did not stimulate the patient's right leg, but the next day it was stimulating the right leg again. There was no known accident or incident related to the event. It was later noted that the patient had been exposed to airport security equipment, but it was unclear if this was at the time of the event with stimulation to the right leg. Further information received reported that the patient underwent a revision of the spinal cord stimulation system. The details of the revision and outcome after the revision were unknown. Additional information has been requested, but was not available as of the date of this report.